Event description:
It was reported that the procedure was to treat a mildly tortuosity, heavily calcified, 90% stenosis in the distal left anterior descending artery (lad). The 2.0 x 12 mm minitrek balloon catheter was advanced pre-dilatation; however, the balloon ruptured during second inflation at 12 atmosphere for 10 seconds. There was no noted resistance during advancement or removal of the balloon catheter. A non-abbott balloon was used for pre-dilatation and post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.